Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable device history lot: an evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Problem reported: the customer reported that the femoral component would not seat down properly while trialing. When was the issue observed? During surgery. What step were they on when this issue occurred? Robot initialization. Troubleshooting: anterior femoral cut there was an air ball, looked a little away from the bone, it took off more on the posterior cut. Wondering why they need to revisit it and why it would take more bone not seating down the first time. Femoral component. Wouldn't seat properly fse support requested to pull logs during the am. Patient involvement? Yes. Were there reports of injuries, medical intervention or prolonged hospitalization? No. Are patient treatments delayed or cancelled? No. Next day of surgery: unknown. Time of issue: morning surgery. All information has been disclosed. No further information was provided.